Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. After a non-bsc guide wire was crossed the lesion, dilation was performed with 5.0 x 40, 135cm mustang balloon catheter. However, upon inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.